Manufacturer narrative:
(B)(4)

Event description:
It was reported that there was intermittent stimulation, overstimulation, and a shocking/jolting sensation. Reprogramming and impedance testing was performed. The issue was noted to not have been resolved. The patient would experience lots of shocking when changing positions just in a sitting or standing position. The stimulation would grab her abdominally too. Reprogramming was unsuccessful and there were no impedance issues. The patient was not going to use the device. The patient experienced less than 50% therapy relief and shockingand jolting from upright positional change in the ribs. Follow-up determined that no x-rays were performed as the patient did not want a new surgery or explant. ¿since implant¿ was the response when asked if the physician had any plans to explant the system. This event will be updated if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID: 977a160, serial# (B)(4) implanted: (B)(6) 2014, product type: lead. Product ID: 977a160, serial# (B)(4) implanted: (B)(6) 2014, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, lot# serial# (B)(4) product type: recharger. (B)(4).